Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical study representative was reported that, customer was diagnosed with severe hyperglycemia. The customer had ketones of 2.4. The insulin pump will not be returned for analysis.